Event description:
The patient contacted animas on (B)(6) 2013, reporting that on (B)(6) 2013, they were taken to the emergency room by emt for a hypoglycemic event. The patient described the history of the event as her fasting blood glucose (bg) on (B)(6) 2013, was 128mg/dl. She had eaten breakfast and bolused. At 1pm her bg was 248mg/dl and she corrected with ezbg and by 4:40pm her bg was 96mg/dl. The patient bolused for dinner at 4:40pm and immediately after dinner her bg was low. The patient's boyfriend could not get the patient to consume the glucose and he called emt. The patient was incoherent and passed out in the bathroom. The emt arrived, started her on IV glucose and her bg was 18mg/dl. The patient was then taken to the emergency room (ER). The pump was removed in the ER and started on additional IV glucose. Her bg responded and she was released from the hospital early the morning of (B)(6) 2013, around 2am. The ER doctor advise the patient to contact animas to have the pump reviewed. Customer support (cs) reviewed the pump with the patient and all settings were correct. The basal program was correct and all boluses were accounted for. The patient reported no increase in physical activity 24 hours prior to event. The patient stated that they consumed a "couple of beers" with dinner meal. The patient mentioned she had gained weight over the winter months. Cs instructed the patient that there was nothing to indicate that the pump was malfunctioning. Cs instructed patient to monitor trends and report to endocrinologist and follow-up with them to get advice on possible need for settings adjustments. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the alleged blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.